Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. (B)(6) device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400-500 mg/dl. The customer increased the temporary basal rate pump setting by 20% to address the high bg. The customer reported that due to a steroid injection, the bg level elevated. The customer declined tandem technical support's offer to troubleshoot as the cause of the high bg was known.